Manufacturer narrative:
Pt info:. This patient information was not provided. Lot/serial number was not provided, so the UDI and expiration date could not be determined. As lot number was not provided, manufacturing date could not be determined alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(6). Through review of the expanded access form, it was reported that the patient experienced a major bleed. Further description included profuse bleeding in et tube (ett); ett occluded. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. Therapy was provided as intended. No CAPA was opened because of this event. Bleeding is a known possible complication associated with anticoagulation during therapy. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report that during eua therapy a patient experienced a major bleed, including profuse bleeding in endotracheal tube (ett) and the ett tube was occluded. No further information was provided.